Event description:
A malfunction alarm with code malf 12 was reported, but there was no adverse impact to the customer's blood glucose level. The customer performed a pump reset independently before contacting technical support, who then provided additional guidance on the pump reset process. The malfunction code did not recur after the pump reset, and the customer was advised to continue using the pump and to call back if any further issues arose.